Event description:
A malfunction alarm was reported, identified by the code malf 16. There was no adverse impact on the customer's blood glucose level. Technical support arranged for the pump to be replaced and the customer was advised to use multiple daily injections (mdi) as a backup therapy. The customer received instructions on how to put the pump into storage mode and was asked to return the faulty pump using a prepaid label.